Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll. The reported malfunction was not duplicated. The customer indicated that the user opened the device in an attempt to repair the device. As a result of the device being tampered with, root cause could not be firmly established. The device was then recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.